Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Correction: h6 - annex g. Investigation ¿ evaluation: it was reported that the basket of a 'ncircle tipless stone extractor' would not open after retrieving stones in the urinary tract several times during a transurethral lithotripsy procedure. The device was inspected and tested prior to use in an uncoiled position, and the basket functioned properly upon initial inspection. Another device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures, as well as a visual inspection and functional test, were conducted during the investigation. One used device was returned to cook for evaluation. The returned device was found to be nonfunctional due to damage to multiple components. The cannulated handle inside the plastic handle was bent in two locations. The basket sheath was kinked in multiple locations. It was also found that the black collet knob on the proximal end of the device was loose, as was the male luer lock adapter that secures the basket sheath to the handle. It is possible the loose knobs were due to manipulation by user in an attempt to restore device function. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the DHR for the device lot. The DHR recorded one possibly related nonconformance for "basket/grasper will not open/close" in which 1 device was scrapped. All devices are inspected for functionality and damage during manufacturing and quality control checks and the complaint devices passed those inspections. The possibly related non-conformance was not sufficient evidence to suspect other devices in the lot could have been non-conforming. A database search for complaints on the reported lot found no additional related complaints reported from the field. The information provided upon review of the complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU, t _ ntse_ rev1; the IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause for the observed damage could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, during a transurethral lithotripsy (tul) procedure, the basket of the 'ncircle tipless stone extractor' stopped opening after retrieving stones in the urinary tract "several times". The device was inspected and tested prior to use in an uncoiled position. The basket functioned properly. The patient was under anesthesia. Once the issue occurred, the user stopped using the complaint device and replaced it with a new same device from an unknown lot number. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
E1: postal code: (B)(6). G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.